Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 03 july 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw (lot: 30724r2005) was chosen for implantation. During grasping, after one gripper was lowered, it would not raise when the gripper lever was retracted. Troubleshooting was performed but was unsuccessful. A replacement mitraclip was used to complete the procedure, reducing mr to grade 1. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via returned device analysis. Additionally, the gripper line was observed to be detached. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported single gripper actuation issue is a cascading event of the observed detached gripper line. The investigation determined the detached gripper line to be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.